Event description:
It was reported that: "while using the filter, the filter opened in 2 pieces and you could touch the inside. Due to the yellow sticker, it was masked, and it took a while that they found out where the leak came from". No patient injury or harm reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the filter was split in two. The complaint has been confirmed. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that the issue is supplier related and a non-conformance was opened to address the issue.

Event description:
It was reported that: "while using the filter, the filter opened in 2 pieces and you could touch the inside. Due to the yellow sticker, it was masked, and it took a while that they found out where the leak came from". No patient injury or harm reported. Patient condition reported as "fine".